Event description:
During a laparoscopic prostatectomy procedure, the device was attached and worked for a bit but after a while when the surgeon tried to use the max button it would just make a solid tone and an intermittent beep then a solid tone. It was also making a squeaking noise-re torqued but still only a solid tone. The case was completed with no patient consequence.